Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of procedure was estimated as (B)(6)2024 as it was reported to have occurred on the chinese new year holiday in 2024.

Event description:
It was reported that in (B)(6) 2024, a 25mm epic valve was chosen for a patient with aortic valve disease. During procedure, it was noted that the leaflets are not fully engaged. The physician was worried about affecting the the postoperative results and decided to replace the valve. A new 25mm epic supra valve was chosen and implanted while the patient was still on bypass. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
It was reported that during procedure it was noted that the leaflets were not fully engaged. The valve was returned to abbott and was analyzed. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded using it to perform functional testing. No tears or perforations were observed in the cuff or leaflet tissue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.